Event description:
It was reported by dealer that bottom holes on bracket that attaches to the arm receiver is wider causing arm to fall down on both sides. Dealer could not provide any further information. Dealer advised right silver tab at the bottom of swingaway arm is broken causing arm to swingaway and not lock into place.